Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is having issues connecting to the device to recharge the system. There are no environmental/external/patient factors that may have led or contributed to the issue. The manufacturer representative and the physician assistant worked with the patient on a few occasions with charging. The patient and their family decided it would be easier to have the interstim x implanted so they don't have to worry about recharging. The patient's physician is going to remove the interstim micro system and replace it with the interstim x system.

Manufacturer narrative:
H2 has been updated to better reflect the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.